Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Before the operation, before use on a patient, the nurse noticed black dust falling from the impactor after an impact.

Manufacturer narrative:
The device associated with this report was not returned. A complaint database search against the reported product code did not find any additional reports of "black dust". The investigation could not verify or identify any product contribution to the current reported event without the device to examine. Based on the inability to determine a root cause, a need for corrective action is not indicated. Continue to monitor through (B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Additional narrative: conclusion and justification status for MDR: the investigation could not confirm the reported event. The submitted impactor exhibits gouges and scratches on the black poly head of the device, but no material appears to be missing. The head is attached to the base with no visible gap. Tapping the device against a flat surface was unable to produce black dust as well. It is noted that a surgical environment could not be replicated to test the device. Based on the inability to confirm the reported event, no corrective action needed. Continue to monitor via (B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The investigation has been reopened because the product has been received. Depuy will notify the FDA of the results of the investigation once it has been completed.